Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding a check lines and bags alarm. The hp also mentioned that he had a few alarms in the last two months where he did not notice anything wrong with the supplies, but thought that the cassettes were bad. The hp stated that he resolved the alarms by starting over with all new supplies. The hp also stated that he noticed when he took the cassettes out of the machine, that the plastic on the cassette was "delaminated" from the harder plastic underneath. The patient could not further clarify this damage. There were no adverse effects reported in relation to this event. There was patient involvement but no injury or medical intervention was and reported. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient's therapy has been going well since, and there were no adverse effects reported in relation to this issue.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged could not be confirmed. The root cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.